Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 170 dialyzer. Two minutes into treatment, pt presented with severe coughing, shortness of breath, and itching. Pt was administered oxygen, 2l per minute (duration unknown) and phenergan IV 25mg. Treatment was stopped and blood was returned to the pt with no reported blood loss. It was reported that the pt was not hospitalized. Pt was dialyzed with a membrane of a different type of dialyzer successfully without further incident. It is reported that the pt's symptoms have resolved.